Manufacturer narrative:
H10: additional manufacturer narrative: the root cause of this event cannot be determined with the available information. However, this event was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
It was reported that a patient with a 19mm 3300tfx pericardial aortic valve was placed under consideration for a valve-in-valve procedure after an implant duration of three (3) years, eight (8) months due to unknown reasons.

Event description:
It was reported that a patient with a 19mm 3300tfx pericardial aortic valve was placed under consideration for a valve-in-valve procedure after an implant duration of three (3) years, eight (8) months due to unknown reasons.